Event description:
The customer reported via telephone call that the blood glucose became very high while playing golf in the heat. The blood glucose reading was over 400 mg/dl. The customer was advised by a health care practitioner that the heat caused the insulin to go bad. The blood glucose at the time of the call was back down to normal and the customer was advised to call to troubleshoot if the issue reoccurred. The customer reported that the insulin pump was functioning properly and was advised that it was unlikely that the heat caused the insulin to go bad. The customer reported that the insulin pump educator stated that the high blood glucose could have been due to the programming of the insulin pump and the time zone difference. The customer was advised by the health care practitioner recommended a wallet to keep the insulin cool.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.